Manufacturer narrative:
(B)(4). Concomitant medical products - vngd cr tib brg 12x63/67 catalog# 183422 lot# unk, biomet cc I-beam tray 67 mm catalog# 141222 lot# unk, unknown patella. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports 0001825034-2018-07886, 0001825034-2018-07884, 0001825034-2018-07883.

Event description:
It was reported a patient underwent primary left total knee arthroplasty on (B)(6) 2006. Subsequently, patient was noted to have pressure wound on both heels treated with debridement six years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.